Event description:
There was an attempt to implant this lead on (B)(6) 2014 but was unsuccessful due to placement difficulty . The physician was (B)(6) at (B)(6) in canada. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).